Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Further checks are planned in (B)(6) 2025. This is a combined initial and final report.

Event description:
The user experienced a fall from a chair. Subsequently, the hearing with the device was affected, and there was no discernible response. A follow-up appointment is scheduled for beginning of (B)(6) 2025.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user experienced a fall from a chair. Subsequently, the hearing with the device was affected, and there was no discernible response. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell off a chair. Subsequently, the hearing with the device was affected, and there was no discernible response. The user has been re-implanted.